Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: case- (B)(4). Literature case - reconstruction of the anterior cruciate ligament in females: a comparison of hamstring versus patellar tendon autograft doi: 10.1053/jars.2002.25974.

Event description:
It was reported that on literature review ¿reconstruction of the anterior cruciate ligament in females: a comparison of hamstring versus patellar tendon autograft¿ after procedure with an "endobutton", one patient had clinical outcome failure requiring revision surgery. No further information is available.